Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the lights on the front panel were flashing and the scope detection did not work due to the scope detection bar being stuck. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use and the procedure was completed using a similar device (clv-190).

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was asked to exercise the square post in the socket connector by pushing and insuring the button popped back out without sticking out. After testing the socket, it was confirmed that the issue was corrected. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty scope socket. The locking mechanism and scope detection slide were not functioning, causing the reported issue of flashing lights. A non-olympus lamp life was also found reading at 100 or more hours. Lastly, the following cosmetic damages were found: a slightly discolored front panel and heat spacers as well as a rusted chassis. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had flashing lights on its panel. It was added that there was a black piece at the 12 o'clock region that kept getting jammed. This occurred during preparation for use. There was no report of patient harm.